Event description:
It was reported to philips that flexvision pc failed to start; software reinstalled on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software reinstalled; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).